Event description:
It was reported that during a procedure after 46 joules and 9:41 minutes the fiber hit a stone and broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber break. The fiber tip exhibits no signs of fractures/breaks. The glass cap exhibits severe devitrification. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The bevel edge appears in good condition. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. There were no signs of fiber break, so the investigation conclusion code for the reported issue is no problem detected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure after 46 joules and 9:41 minutes the fiber hit a stone and broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. There was no harm to the patient.